Event description:
In preparing for a pt's blood transfusion, the bag was spiked with secondary set. Noticed blood leaking around upper seal necessitating loss of unit of blood due to contamination by leak. This is second time this has occurred with this product.